Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported during injection with one syringe of juvéderm voluma® xc, they had a needle disengagement. Patient contact was made, but no injury to patient, staff, or injector occurred. The packaged needle was used.

Manufacturer narrative:
Device analysis: visual analysis of the device indicates empty syringe of 1.0 ml received without cap, no needle in an opened tray. No defect observed to syringe.

Event description:
Healthcare professional reported during injection with one syringe of juvéderm voluma® xc, they had a needle disengagement. Patient contact was made, but no injury to patient, staff, or injector occurred. The packaged needle was used.